Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Following impella cp implant, the pump experienced lower than expected flows despite having optimized volume and positioning. Placement signal alarms were continually alarming at the time of the issue. Due to the ongoing issue, there were concerns about the catheter potentially having a kink due to the patient's tortuous anatomy. The pump was subsequently replaced and the issue was resolved. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation low pump flow and optical signal issue has been completed. The data logs showed that there was low pump flow at the beginning of the case. The product was returned and a kink in the cannula was found. Based on the clinical details and product returned, the root cause of the low pump flow is due to a kink in the cannula. Regarding the optical signal issue, the data logs showed that upon activation of the pump, the snr decreased, gain and light were stable and lamp and contrast were most likely stable. The returned pump's parameters were out of specification when returned. Biomaterial or dried dextrose was found on the sensor face. The pump was soaked in warm water for 24 hours and it was removed. The parameters were taken again and they were in specification. No placement signal unreliable alarm was reproduced. The root cause of the optical signal issue is most likely due to biomaterial.